Manufacturer narrative:
The customer reported that the central nurse's station (cns) had two transmitters in signal loss. They appear to send a waveform to the cns for a few seconds before dropping signal. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt # 1: on 08/19/2021 emailed the customer via (B)(6) for patient information: no reply was received. Attempt # 2: on 08/20/2021 emailed the customer via (B)(6) for patient information: no reply was received. Attempt # 3 on 08/23/2021 emailed the customer via (B)(6) for patient information: no reply was received. Attempt # 1: on 08/19/2021 emailed the customer via (B)(6) for patient information: no reply was received. Attempt # 2: on 08/20/2021 emailed the customer via (B)(6) for patient information: no reply was received. Attempt # 3 on 08/23/2021 emailed the customer via (B)(6) for patient information: no reply was received. Attempt # 1: on 08/19/2021 emailed the customer via (B)(6) for patient information: no reply was received. Attempt # 2: on 08/20/2021 emailed the customer via (B)(6) for patient information: no reply was received. Attempt # 3: on 08/23/2021 emailed the customer via (B)(6) for patient information: no reply was received. Additional model information: concomitant medical device: the following device was used in conjunction with the cns: transmitters: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni.

Event description:
The customer reported that the central nurse's station (cns) had two transmitters in signal loss. There was no patient injury reported.